Event description:
It was reported that this pacemaker had observations of noise across all channels that was oversensed causing pacing inhibition of approximately three seconds that appeared to be external. The patient was dependent in the atrium and has conduction down to the ventricle. The measurements were stable and in-range. Technical services reviewed the strips of the event, and determined that this must have been some sort of external noise. The patient was not aware of any procedure that day. The amplitude was small, so plan was to program to a fixed output. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited noise across all channels that was oversensed causing pacing inhibition of approximately three seconds. Both the field representative and boston scientific technical services (ts) agreed that the noise appeared to be external. The device has since then been explanted and replaced. The new device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this pacemaker exhibited noise across all channels that was oversensed causing pacing inhibition of approximately three seconds. Both the field representative and boston scientific technical services (ts) agreed that the noise appeared to be external. The device has since then been explanted and replaced. The new device remains in service. No adverse patient effects were reported.